Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. It was reported that the patient experienced a pericardial effusion post procedure. The patient was monitored via transthoracic echocardiogram (tte). The pericardial effusion resolved on its own and the patient fully recovered.